Event description:
New information notes that the quickopt test could not be performed due to the lack of ventricular activity and not far field interference.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the quickopt test could not be performed due to far field signal interfering with the algorithm. No further information is available.